Event description:
A physician's office reported that the pt was currently in the intensive care unit due to an increase in seizures. It was not known if the seizures were above or below pre-vns levels. The pt's last known settings were from (B)(6) 2010, and diagnostic testing on this date showed proper device function. Attempts for further info have been unsuccessful to date.